Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Event description:
Per report received from poland, edwards received notification of a pascal precision procedure in mitral position. Approximately one (1) year post-procedure, the patient underwent a percutaneous intervention during which the iatrogenic atrial septal defect that was left open after the pascal mitral procedure was closed to avoid a right-to-left shunt worsening.

Manufacturer narrative:
Information added/updated to section b4, d4 (lot number added, UDI and expiration date), g3, g6, h2, h4, h6 (component code, type of investigation, investigation findings and investigations conclusions) and h11. Additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: per the instructions for use (IFU), atrial / septal injury is a known potential adverse event which has been identified as a possible complication of mitral valve repair, including the pascal implant procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to such injury. Poor transeptal puncture (tsp) location and or anatomical challenges can be two common factors that can cause these types of events. There were no reports of complications during transeptal puncture, introduction of the guide sheath across the septum or device retrieval. Many times, the iatrogenic atrial septal defect remains without symptoms or complications, and it may close spontaneously or not require intervention. However, in this case, when planning a new procedure on the tricuspid valve, it was necessary to close it to avoid risks such as a right-to-left shunt. Therefore, the remaining atrial septal defect cannot be attributed to a device related issue. Based on the complaint investigation, the complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with empirical evidence. Since no edwards defect was identified, corrective or preventive actions are not required.